Manufacturer narrative:
Section d1: corrected. Section d4: primary unique device identification (UDI) number corrected. Manufacturer's investigation conclusion: the reported events of atypical controller alarms and a yellow wrench alarm on the mobile power unit (serial number: (B)(6) were confirmed by review of the submitted log files and evaluation of the returned product. The submitted log file contained data spanning from 16jun2024 to 18jun202. Atypical power cable disconnect, low power hazard, and no external power alarms were noted while the controller was connected to the mobile power unit between 10:53:43 and 10:55:47 on 16jun2024. Both the relative states of charge and voltage values of the power cables were observed to fluctuate to as low as 0v during this event. The controller¿s backup battery activated as intended and provided support to the system without issue. The abnormal alarms resolved when the controller was disconnected from the mobile power unit and securely connected to 14v batteries. The pump maintained a speed within the expected range throughout the data. During inspection of the returned unit at the service depot, it was noted that a portion of the patient cable appeared to be bent/damaged. When the unit was functionally tested alongside a system controller, atypical no external power alarms were able to be reproduced. It was also noted that there was a yellow wrench advisory alarm active on the mobile power unit. A purchase order was extended to the customer for the unit¿s repair, and the customer requested more time to complete it. After several additional attempts, the order was not provided. The mobile power unit was returned to the customer in unrepaired condition labelled ¿not for human use¿. The root cause of the reported events was determined to be damage to the patient cable. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) describes all alarms related to the heartmate 3 system controller and the mobile power unit. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review to evaluate no external power events, low voltage alarms, and power cable disconnects. The patient wasn't securing the power cord into the mobile power unit (mpu) before connecting. During troubleshooting, alarms were recreated with the patient's backup system controller. When the backup controller was plugged into the mpu the yellow wrench symbol appeared on both the mpu and controller. A few seconds later, all the lights on the mpu went away but an alarm continued to beep while the system controller was connected to it. The yellow wrench on the controller resolved when it was connected to a different power source, both batteries and the power module. A loaner mpu was provided and the patient's mpu was taken out of use.